Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2023, the lay user / patient contacted lifescan (lfs), alleging that her onetouch verio flex meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter issue began on (B)(6) 2023. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine when she was unable to obtain a blood glucose reading due to the alleged issue. The patient reported developing a ¿bad headache¿ 7 days after the alleged issue began but denied receiving any treatment above and beyond her usual routine of diabetes care and management. The patient stated she was unsure if the symptom was related to the meter issue or a different factor. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct strips were being used for testing. The cca walked the patient through a retest and the alleged issue was resolved. This complaint is being reported because the patient reportedly developed a symptom that could be suggestive of a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.